Event description:
Report received that pt was implanted with drug delivery system in 2002. Mso4-25 mg concentration put in pump. Hcp wished to run it very slowly-slower that pump is able to run. Drug solution removed and diluted to 12.5mg solution. No rinse of pump was performed and the two ml in catheter were not considered. Pt was bolused per usual procedure at implant and received a bolus of 25 mg concentration mso4. Pt coded and was intubated and expired.